Event description:
A customer reported a complaint of high readings on their freestyle flash blood glucose meter. The customer obtained a reading of 264 mg/dl, injected 3iu of insulin and became unconscious. The customer also reported receiving readings of 217 mg/dl and 24 mg/dl within a one-minute timeframe. It is unk at what time these readings were taken. The customer had not washed their hands prior to testing. When the paramedics where called they injected customer with glucose. The customer was diagnosed with severe hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customers product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.